Event description:
It was reported that the user received a cartridge alarm, specifically alarm 20, while the device was in pumping mode. There was no information available regarding the customer's blood glucose level at the time of the event. The corrective action involved loading a second cartridge, but the alarm recurred. Consequently, technical support arranged for a replacement pump to be issued as the device was within warranty, and the customer was informed about the need for the pump replacement. The customer did not disclose the type of backup therapy they would use and declined additional cartridges. Technical support confirmed the customer's shipping address, provided storage instructions for transport, and instructed the customer to return the faulty pump within 10 days using a pre-paid label and return box.